Manufacturer narrative:
The subject device was returned to omsc for evaluation. In the evaluation, the reported phenomenon that endoscopic image of the device disappeared was duplicated. In addition the evaluation confirmed a pinhole in the bending rubber and there was corrosion and moisture within the bending section of the device. Although the exact cause of the reported event could not be conclusively determined, a short-circuited due to the water or chemical liquid which invaded through the pinhole might have caused this phenomenon. Considering that there was no breakage in the internal parts, the pinhole was likely caused by contacting to other hard object during the handling at the user facility. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a tul (transurethral ureterolithotomy) procedure, the endoscopic image of the subject device disappeared. It was reported that the user facility didn't use a laser device when the event occurred and there was no problem on the endoscopic image at the beginning of the procedure. The user replaced the subject device with a rigid scope and completed the procedure. There was no patient injury associated with this event reported.